Event description:
It was reported that the control readings on the 9800 system are high. However, it was noted that patient cases are normal. There was no report of patient injury.

Manufacturer narrative:
Currently, the customer is denying access for follow-up. If additional information becomes available, it will be reported as required.